Event description:
It was reported that the patient never had therapeutic effect. Her frequency was still the same and she had no stimulation sensation. She was able to feel stimulation in her tailbone when she increased stimulation to 2.4 from 2.1 on program 3. The patient reported one accident since the implant. Additional information received reported the patient was not able to adjust stimulation. The patient was unable to synch the device with the patient programmer and kept getting the poor communication screen. She was going through bandages and was not sure if she was over the device. The patient was going to see her physician tomorrow for follow up. Additional information received reported that the patient was not feeling stimulation while on program 1 and 8.5v but was seeing "a little bit, maybe" of symptom improvement. Her physician indicated she was not supposed to change settings until her next appointment. Further information received reported that when stimulation was turned on, the patient had a loss of therapeutic effect. Her stimulation stopped working three days ago. There was no known accident or incident related to this event. The patient had an appointment with her physician next (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va009bl, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).